Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for spinal pain. The rep received an email from the hcp stating that at the last two refills, they have gotten back less than expected and that the pump has even been empty at the last refill on (B)(6) 2018. The cause was not known at this point. No symptoms were reported. Further actions were unknown.

Manufacturer narrative:
The previously submitted supplemental had an incorrect date. The correct date for report 002 was (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported patient code (B)(4) no longer applies to this event and has been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from the healthcare professional (hcp). The hcp mentioned that the patient had withdrawal symptoms a week before refills. The hcp reported that the dates of the volume discrepancies were (B)(6) 2018 and (B)(6) 2018. The expected reservoir volumes (erv) and actual reservoir volumes (arv) for each discrepancy was requested and the hcp stated, "on (B)(6) 2018, 5cc, it was filled 15 days before date". There has been no further troubleshooting to identify the cause and the cause has not been determined. The patient will have the pump replaced and withdrawal symptoms were reported again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-nov-20, additional information was received from the healthcare professional (hcp). The hcp wanted to provide an update. The hcp stated that on (B)(6) 2018, the first refill after the pump was replaced, the expected reservoir volume (erv) was 3.6 ml but the pump was empty. At the refill on (B)(6) 2018, the erv was 5 ml and again, the pump was empty. The hcp stated that the patient felt like the pump ran out on (B)(6) 2018. The hcp planned to bring the patient back in (b)(60 2019, which was a month or so before the next scheduled refill and check the volume.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, additional information was received from the rep that stated a catheter and rotor study were performed and the pump was found to be functioning properly. The rep had no further information regarding the patient's current condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-feb-18, additional information was received from a manufacturer representative (rep). The reported that the patient had been refilled yesterday and the erv was 13.2 ml and the arv was 8 ml. The rep stated the patient continued to c/o the pump not really working since their catheter had been replaced in (B)(6) 2017 (see (B)(4)). The rep stated that the patient's dose was decreased significantly (10+mg/day to 1.6 mg/day) at that time. At the patient's refill yesterday, the physician went up on the dosing to 2.1 mg/day. The rep stated the patient has lost weight and has been vomiting 2-3 times a day for some time. The rep stated the patient did not have a primary care physician so the pump physician discussed with the patient to see a primary care physician to evaluate the vomiting and weight loss. The rep stated that the patient made an appointment yesterday and they were awaiting the results of the evaluation.